Event description:
The pressurewire x, wireless was advanced to the lesion and a 2.0x15mm non-abbott stent delivery system was then advanced over the wire. The distal end of the wire looked to be prolapsed and looped. The stent was placed 15-18mm from the distal end of the wire. The stent was deployed and when removing the wire, the stent came out with the wire. The stent appeared to be stretched and elongated. The lesion was treated with another stent of the same size. There was no damage noted to the vessel due to the explanted stent. The procedure was completed without adverse patient effects and with no clinically significant delay during the procedure.

Manufacturer narrative:
The reported event of damage distal tip coil was confirmed. The results of the investigation concluded that the distal tip coil had been stretched and kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.